Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014 ¿ (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: visual inspection revealed no evidence of cloudiness in the display. The complaint that the display was cloudy was not able to be duplicated during investigation. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.